Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that there was blood in/on the helix mechanism and the lead was damaged at implant. The analyst noted that the helix can not be extended or retracted due to distal conductor distorted within the connector. The lead was returned with the guide tooth damaged.

Event description:
It was reported that at attempted implant the helix of the right ventricular lead would not extend. It was removed and replaced. No patient complications have been reported as a result of this event.